Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for right atrial (ra) pace impedance greater than 2,000 ohms (non-boston scientific product). There were abrupt intermittent increases in the impedance beginning in may. No noise was observed on the ra channel. The crt-d had also stored inappropriate atrial tachy response (atr) episodes due to sensing of the respiratory sensor signal. Technical services recommended turning the respiratory rate trend off to avoid additional atr episodes. The crt-d remains in service and no adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for right atrial (ra) pace impedance greater than 2,000 ohms (non-boston scientific product). There were abrupt intermittent increases in the impedance beginning in may. No noise was observed on the ra channel. The crt-d had also stored inappropriate atrial tachy response (atr) episodes due to sensing of the respiratory sensor signal. Technical services recommended turning the respiratory rate trend off to avoid additional atr episodes. The crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for right atrial (ra) pace impedance greater than 2,000 ohms (non-boston scientific product). There were abrupt intermittent increases in the impedance beginning in may. No noise was observed on the ra channel. The crt-d had also stored inappropriate atrial tachy response (atr) episodes due to sensing of the respiratory sensor signal. Technical services recommended turning the respiratory rate trend off to avoid additional atr episodes. The crt-d remains in service and no adverse patient effects were reported. Additional information was received, approximately three years later that this device recorded intermittent high out of range impedance values on the right ventricular (rv) channel. Ts additionally recommended an evaluation of the related lead. No adverse patient effects were reported. This crt-d remains in service.